Event description:
Caller alleged imprecision with inratio meter. Time between tests: not provided. Pt's therapeutic range: not provided, however ideal inr is 2.5. Pt is new to testing and was first trained on the meter on (B)(6) 2012.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.1, 2nd inr: 3.8, 3rd inr: 4.0, mean: 2.97, sd: 1.62, %cv: 54.60. The 2.7 inr was excluded from comparison test since result was obtained a week before the other inratio test results. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Analysis of the customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strips from lot #279820 were tested and revealed that result comparisons met precision criteria. Investigation results for retained strip lot #279820: donor 1: 1st inr: 2.3, 2nd inr: 2.4, 3rd inr: 2.2, mean: 2.30, %cv: 4.35. Donor 2: 2.3, 2.1, 2.3, 2.23, 5.17. Both donors produced %cv's less than 16%. This meets precision criteria. Product performed as expected. No further investigation is necessary. (B)(4). Due to this lot occurrence rate, below the action threshold of (B)(4), no action is required at the time. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.